Event description:
It was reported during a stenting procedure on a pt with a wide neck re-growth of a carotid-ophthalmic artery aneurysm, the entire stent system retracted down the carotid artery upon attempted deployment of the stent. As the stent system drew back, the stent itself prematurely deployed in the internal carotid artery proximal to the ophthalmic artery and the target aneurysm. The pt's condition is reported as being "no sequelae".

Manufacturer narrative:
The device in question will not be returned to boston scientific as it was implanted into the pt. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. The cause of the event is unk.